Event description:
It was reported that the device was used during a thyroid procedure, the acoustic stud was broken off. The doctor attained another handpiece and completed the case with no patient consequence.